Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that during a secondary oxaliplatin (chemotherapy) infusion, a separation occurred at the drip chamber connection to the tubing, causing leakage of the cytotoxic drug. The tubing was discarded.

Event description:
The reported feedback suggests that during a secondary oxaliplatin (chemotherapy) infusion, a separation occurred at the drip chamber connection to the tubing, causing leakage of the cytotoxic drug. The tubing was discarded.

Manufacturer narrative:
A 72215n sample was not available for investigation of this feedback; however the customer indicates that a separation was identified from the tubing joint of the drip chamber, which resulted in leakage of chemotherapy. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 72215n product in the past 12 months.